Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated the numbers were scrolling up without being pressed. Troubleshooting was done. Customer's blood glucose was 105 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly and did not hang up during the initialization sequence. No unexpected numbers scrolling during testing. All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.